Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported an attempt was made to test on the built-in reader but the test was unsuccessful due to the test not starting after the blood sample was applied. Customer experienced a loss of consciousness and was treated with a glucagon injection by his/her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer's mother reported the customer received a "scan again in 10" message for more than 2 hours while wearing the adc freestyle libre sensor. It was further reported an attempt was made to test on the built-in reader but the test was unsuccessful due to the test not starting after the blood sample was applied. Customer experienced a loss of consciousness and was treated with a glucagon injection by his/her mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.